Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Supplemental MDR# 01 sent to FDA on 04/26/2013.

Event description:
Per additional information received, it was reported by the patient' s attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. Johnson + johnson tvt tape was reported to be used/implanted during this procedure.